Manufacturer narrative:
H3, h6: the reported 4.5 twinfix ultra ha anchor assembly, used in treatment, has been returned for evaluation. Visual assessment confirmed the reported breakage. The distal end of the anchor has broken off at the suture eyelet. The broken portion and the suture were not returned. Examination of the inserter showed one tine has been broken off and the other tine is bent and twisted. The condition of the device indicates it was subjected to excessive force during insertion. Per the device instructions for use ¿use of excessive force during insertion can cause failure of the suture anchor or insertion device. A two-finger ao technique should be used to insert the anchor. If more torque is required to insert the anchor, stop and ensure that the hole size and depth are correct for the bone conditions encountered. It may be necessary to reduce the anchor size or increase the hole size to achieve optimal insertion force¿. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time.

Event description:
It was reported that during shoulder rotator cuff repair surgery, the anchor was found to be fractured. All the pieces were removed from the patient. There was no delay and a back up was available to complete the procedure. No patient injury was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.